Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead triggered an alert. Boston scientific technical services discussed that either an out of range pacing impedance measurement was recorded or a p wave measurement of less than 0.5 mv was recorded. At this time the cause of the alert is unknown. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.